Manufacturer narrative:
Manufacturer's investigation conclusion: although driveline wire damage was confirmed, the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), was unable to confirm driveline wire damage that would have contributed to the low speed events and silenced driveline fault alarms captured in the submitted log files while the device was connected to a grounded power source. The patient experienced driveline fault and low speed advisory alarms while the device was connected to a grounded power source. Driveline x-rays were taken, and the decision was made to perform an external driveline repair on (B)(6) 2023. The patient was placed on an ungrounded patient cable that resolved the alarms. It was noted that the plan was to keep the patient on the transplant list and continue to monitor. The patient was asymptomatic. The decision was ultimately made to exchange only the pump body and driveline on (B)(6) 2023. The submitted driveline x-rays were reviewed. A kinked area of the driveline was noted a few inches distal from the driveline exit site on the external driveline. The internal driveline was looped near the pump body. A driveline wire compromise was unable to be confirmed through the submitted x-rays. Approximately 20¿ of the distal end of the replaced driveline was returned with the controller connector on work order (B)(4). An electrical continuity test of the returned driveline was conducted with a digital multimeter, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have contributed to the reported events. The driveline was submerged in a saline bath for hi-pot testing with an insulation tester and no areas of current leakage through the insulation of the driveline¿s wires were identified that would have contributed to the reported events. The heartmate ii lvas, serial number (B)(6), was subsequently returned assembled with the driveline cut approximately 5.25¿ from the pump housing. Two distal sections of the driveline were also returned measuring approximately 3¿ and 30¿ with the controller connector. The outflow elbow was returned disconnected from the pump. The sealed inflow conduit, sealed outflow graft, and sealed outflow graft bend relief were not returned. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Electrical continuity testing of the portions of the driveline returned with (B)(6) did not reveal any discontinuities or shorts. Metal braided shield breakdown was noted at/near the proximal end of the approximately 30¿ section and at the distal end of the approximately 3¿ section. Examination of the underlying wires of the 3¿ section revealed some abrasion of the wire insulation with the metal braided shield. There were exposed conductors of the brown wire approximately 0.5¿ from the distal side, as well as almost exposed conductors of the brown wire approximately 1.0¿ from the distal side. The exposed conductors of the brown wire approximately 0.5¿ from the distal side did not demonstrate evidence of electrical shorting, such as blackened conductors. There were no obviously exposed conductors or wire discontinuities on the other driveline sections that would have contributed to the reported event. The driveline was submerged in a saline bath for hi-pot testing with an insulation tester and no areas of current leakage through the insulation of the driveline¿s wires were identified that would have contributed to the reported events; however, it was noted that the brown wire of the 3¿ section shorted at approximately 0.5¿ from the distal side. No other areas of current leakage through the insulation of the driveline¿s wires were identified that would have contributed to the low speed events or silenced driveline fault alarms captured in the submitted log files. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification, and the pump operated as intended. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) and (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested, and it captured low speed advisories on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. Speed drops were as low as 3300 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the ventricular assist device (vad) was connected to the power module or mobile power unit (mpu). Also, the log captured yellow wench indications associated with driveline faults. It was recommended to keep the vad connected to battery power until further investigation. It was further reported that the external driveline image showed some minor wear and tear just a few inches past the exit site. The internal image shows a small loop near the pump which can stress the driveline over time. A driveline repair was performed on (B)(6) 2023. The removed section of driveline was returned for evaluation. The max external length of driveline was removed so another dl repair is not possible. The patient has been on the transplant list. Long term plan was to keep the patient on the transplant list and continue to monitor. There were no further pump speed drops lower than the low speed limit (lsl) since utilization of the no ground patient cable. The pump stopped on (B)(6) 2023 at 11:46 occurred during the external driveline replacement procedure. When the old driveline was disconnected, and the new driveline was connected. The patient tolerated the pump stop well. Additional information stated that the alarms resolved when switching patient to ungrounded (orange) cable. Analysis of the external driveline revealed that it passed all continuity tests and did not confirm wire damage that would have caused the driveline fault or low speed advisory events. The patient was asymptomatic at the time of the event and patient¿s plan of care was to be discussed at medical review board meeting on (B)(6) 2023. It was further reported that the patient underwent a pump exchange, only removing the motor and driveline. Pump will be returned to abbott for further investigation.